Event description:
It was reported that the large needle driver instrument was noticed to have cable torn. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that the protruding wire/thread was frayed. The issue was detected prior to the start of the procedure, before anesthesia was administered.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. .